Manufacturer narrative:
Investigation: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for fm embedded on the cap with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd preset¿ arterial blood collection syringe as the found black impurities in the green safety cover. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 1ea abg hemogard cap has fm in it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd preset¿ arterial blood collection syringe as the found black impurities in the green safety cover. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: before use, the customer found 1ea abg hemogard cap has fm in it.